Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The event description also indicated ablations were performed with an rf power of 45 w. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence" and that "too high rf power during ablation may lead to perforation caused by steam pop." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a steam pop occurred with a subsequent pericardial effusion. Initially the patient started with receiving cryo applications to the left superior pulmonary vein, left inferior pulmonary vein, and the posterior wall. The ablation catheter was then used to complete the posterior wall isolation and a mitral line. On the last lesion on the lateral wall below the appendage and halfway between the mitral valve and the left pulmonary veins, a steam pop occurred. The patient then became hypotensive and a pericardial effusion was diagnosed via intracardiac echocardiogram. A pericardial tap and window were conducted and blood was transfused back in. The patient was then taken to the operating room and the area between the mitral annulus and left inferior pulmonary vein was sewn over. An appendage clip was also placed and hematoma evacuated from the pericardial space. The patient was sent to the intensive care unit and was noted to be stable. There were no performance issues with the ablation catheter.